Event description:
The pt was scheduled to received an endoskeleton implant with posterior fixation for stabilization. Due to excessive blood loss during surgery, the surgeon was not able to complete the planned posterior fixation aspect of the surgery. Additionally, the surgeon terminated the surgery prior to achieving proper placement of the device in the posterior third of the vertebral body. The construct was therefore unstable and caused anterior migration of the implant, which was observed during post operative monitoring. The pt was revised on (B)(6) using a taller implant (15 mm std, p/n 2107-0115) and pedicle screws for supplemental fixation.